Event description:
It was reported that during a da vinci si hysterectomy procedure, the maryland bipolar forceps instrument jaw was moving in the opposite direction from the surgeon's intended movement. An isi technical support engineer (tse) attempted to troubleshoot the issue via telephone and recommended the surgical staff reseat the instrument and sterile adapter. When attempting to remove the instrument, the instrument became stuck in the sterile adapter. In an effort to release the instrument, the instrument arm was undocked from the patient. At this time, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
A review of the system error logs by the tse showed multiple occurrences of system error code 31009. System error code 31009 was due to a loss of electrical connection between the instrument and system. This message occurs if, after full detection of an instrument, one or more sensors are not detected (the system uses multiple redundant sensors for instrument detection). This message is a diagnostic message only and does not interrupt surgery. The appearance of this message is consistent with a poor connection between the instrument and the sterile adapter. An isi field service engineer (fse) went onsite and evaluated the system. While testing the instrument arm using a reliable sterile adapter, the fse was unable to replicate the issue experienced by the customer. The instrument sterile adapter used during the procedure was discarded by the hospital, therefore, it cannot be determined if the customer reported failure was caused by a defective instrument sterile adapter or user error when draping or installing the instrument. The instrument sterile adapter is built into the sterile drape and is manually attached to the instrument arm. When an instrument is installed onto the sterile adapter, the sterile adapter transfers motions from the instrument arm to the instrument.